Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing a loss of stimulation due to high impedance readings on the lead. The patient's lead was explanted and replaced. The patient was noted to have fully recovered from the surgery.